Event description:
It was reported that a patient implanted with an impella cp experienced a pump prolapse into the aorta. The pump's catheter was pulled back into the descending aorta and the cannula was straightened. The pump then floated into the left ventricle. A hematoma was noted in the right groin so pressure was applied and the hematoma resolved. Due to low platelet count systemic heparin was withheld, and the patient was transfused red blood cells and platelets. An ultrasound at the bedside showed the impella was under the papillary and the patient had a type a aortic dissection. The impella cp was explanted and replaced with an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position after wire removal. The cause of the thrombocytopenia was not determined due to insufficient clinical details. The cause of the hematoma was not determined due to insufficient clinical details. The pump passed all post sterile inspection checks.